Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump passed the functional testing including the rewind, basic occlusion test, occlusion test, prime, excessive no delivery test and displacement test. No excessive no delivery alarms or unexpected low battery alarms were noted. The device was received with cracked case at the display window corners and display window, and minor scratched lc window.

Event description:
Customer reported that she was not getting insulin from her insulin pump. She also stated she had cracks on her insulin pump and that there was a leak. Customer's blood glucose was 550 mg/dl. She also reported getting no delivery alarms. The customer stated the cracks on her insulin pump was from dropping it over time. The customer also reported a hospitalization for high blood glucose. Date of hospitalization was (B)(6) 2014. Blood glucose at the time of admission was 500 something. The customer stated she was feeling sick, thirsty, and was throwing up prior to the hospitalization. She said she was hospitalized because of diabetes ketoacidosis. No additional information provided.